Event description:
This case was reported by a consumer and described the occurrence of increased celiac symptoms unspecified in (B)(6) female pt who used glucose oxidase + lactoperoxidase + lysozyme (biotene dry mouth oral rinse) for unknown indication. A physician or other hlth care professional has not verified this report. Concurrent medical conditions included celiac disease. On an unknown date, the pt began using glucose oxidase + lactoperoxidase + lysozyme (unk). An unk time later, the pt experienced an increase in her celiac disease symptoms. She questioned whether the product was gluten-free. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. Biotene dry mouth oral rinse is mfg by laclede in (B)(4). Neither the product nor lot number was available. (B)(4).